Manufacturer narrative:
The returned device was visually inspected. Results: our records indicate that this is the only complaint of this nature received from the given lot number. The vent assembly is inserted into the water feed spike initially by hand, then pressed in tightly by machine during the manufacturing process. We expect that this final pressing operation was not carried out on this particular chamber water feed set. Manufacturing personnel are aware of this problem and steps have been put in place to prevent reoccurrence. Conclusions: the device was out of specification. We are aware of other similar complaints with an occurrence rate of approximately 0.00015% worldwide for the last year.

Event description:
A hospital reported to our distributor that the vent casing of mr290 autofeed chamber slides out very easily and the vent plug was lost.